Manufacturer narrative:
(B) (4). The incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the percutaneous microwave antenna broke in the middle of the tip. This happened when passing through a small skin incision made previously with a scalpel. The device cracked while inside the pt's subcutaneous area, not within the steering device. The crack was obvious and immediately the antenna was retracted. The antenna was checked and no part of it was observed missing. A us steering device was used mounted on a c1-5 convex transducer from ge.